Manufacturer narrative:
The pt's medications included: heparin, aspirin, ticlopidine and cilostazol. This cypher sirolimus - eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in early 2005 with a lesion in the proximal to mid left anterior descending branch, for an elective case. The lesion was de novo, concentric and 3.3 in diameter. A 3.0 x 28 mm cypher stent was implanted at 22 atm for 40 seconds. The stent was post-dilated with a balloon at 14 atm for 10 seconds. An intravascular ultrasound was conducted. The residual rate of stenosis was 0 and timi flow was grade 3. Approximately seven months post index procedure, follow-up coronary angiography was performed and positive remodeling was not observed. Approximately four years post index procedure, the pt was emergently hospitalized due to chest pain and he was diagnosed with an acute myocardial infarction. Coronary angiography was conducted and thrombus was observed inside of the implanted cypher. The thrombus was treated by aspiration and balloon angioplasty. An intravascular ultrasound was conducted and the stent struts at the mid section of the cypher were observed to be fractured, due to hinge motion. The physician noted that at the place of the stent fracture, the vessel diameter increased approximately 2 mm due to positive remodeling. The pt was discharged from the hospital the following month, in stable condition. The physician commented that the thrombotic event may be due to the following: stent apposition was not sufficient due to positive remodeling and the cypher was fractured due to hinge motion. The positive remodeling may be due to the following: disturbed blood flow arose from an irritation of the vessel due to the stent fracture and a possible allergic reaction to the coating materials used on the cypher.